Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, and 90% stenosed proximal circumflex artery. A 2.0 x 12 mm tenku balloon was advanced to the lesion; however, during the first inflation at 12 atmospheres (atm), the balloon ruptured. A 2.5 x 12 mm nc tenku was advanced and it also ruptured at 12 atm. A 2.5 mm non-abbot balloon was used for dilatation and then a 3.0 x 15 mm nc tenku was being used when it ruptured at 12 atm. A non-abbott balloon catheter was used for further dilatation and a non-abbott stent was implanted. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections of this medwatch correspond to the device currently marketed for sale in the us. The additional two tenku dilatation catheters, referenced are being filed under separate manufacturing report numbers.